Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm ((B)(4) sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings:there were call service 052-0001 alarms observed in the black box and alarm history. Pump powers on properly with no alarms. Exercised pump for 24 hours. When attempting to pair pump with a test meter a call service 052-0001 alarm occurs. Pump was opened. Transceiver flex was found not properly connected to the transceiver flex connector . When the transceiver flex was connected the pump was able to pair without alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.